Event description:
It was reported that damage to the pneumatic tap area on the pump caused difficulty loading cartridges. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support, the customer confirmed that they were able to eventually load a new cartridge and resume insulin therapy.